Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device is burning water and is getting really hot. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: note any error codes found on the device: - e-100, e-19, e-20. Note firmware version as found on the device: - v1.0.3.3690. Was device firmware upgraded? - yes. Note of upgraded firmware version - v1.0.7. Evaluation notes: - heater plate not working correctly. Machine hours - 2258.5. Blower hours - 0. The pca need to be replaced? - yes. Note additional failures observed: - contaminated pca, heater plate, tube and seal, white led failed. Note why parts to be replaced: - scrap per deviation v01500886.